Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu0331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted via left arm basilica vein, initial difficulty in advancing the catheter as catheter was going to the right ij, eventually was able to direct catheter to distal svc, fibrin noted in catheter lumen, fibrin was withdrawn from syringe and syringe flushed with normal saline, dressing completed. Patient supposedly stated having chest pressure, vital signs stable, no shortness of breath. No apparent harm to the patient.